Event description:
Patient presented in hospital with chest pain and externalized conductors were noted on the x-ray. Patient received a stent due to past history and coronary blockage. Lead was extracted and replaced.